Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received in packaging different from the standard configuration. The sample was disinfected. During disinfection and preparation for analysis, a leak was found on the assembly from the arterial main line to the red alpha clip. Under microscopic examination it was observed that on the assembly from the main line tubing and the red alpha clip, there was a tiny separation from the wall of the tubing and the wall of the red alpha clip port. The tubing has solvent present. After further review, it was found that the tubing was not fully adhered to the port of the red alpha clip. The reported issue was confirmed. The manufacturer determined improper assembly during the manufacturing process as a probable cause for this issue. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release.

Event description:
The facility administrator (fa) reported to fresenius that blood dripped out of the alfa clip of the blood pump of the 5008x bloodlines during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The fa stated that only a drop of blood was noted. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention resulted from the reported issue. The patient was reinfused and transferred to a different machine where treatment was completed with new supplies. The fa did not inspect the bloodlines nor was it reported to them that any defect or damage was noted to the product. The sample was reported to be available to be returned to the manufacturer for physical evaluation.